Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 307 (mg/dl). Manual injections were delivered to address bg levels. Reportedly, the customer experienced a button alarm and power source alert. The customer plugged the pump into a different power source and the alert cleared. It was recommended that the keep items from pressing against the button to prevent the button alarms.